Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that she experienced sensor reading discrepancies. The customer stated that the sensor was reading 60 mg/dl and the insulin pump went into threshold suspend but her blood glucose was 283 mg/dl. The customer also reported receiving meter bg now, calibration error, check settings and no delivery alarms. Blood glucose level at the time of the call was 280 mg/dl. The customer also received low alerts at 60 mg/dl but stated that her blood glucose was not low. Troubleshooting resolved the issues. She was advised to change the complete infusion set, reservoir and insulin. The product was not returned for analysis.